Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with stent strut rows one and two from distal end lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-jun-2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in a mildly tortuous and moderately to severely calcified mid left anterior descending artery. Following predilitation with a 2.0x20mm non-bsc balloon, a 2.50 x 38 synergy drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.